Event description:
It was reported that the catheter had a hole. A 135/10 renegade hi-flo was selected for use into the left hepatic artery for pre-y90 mapping. During the procedure, when trying to advance the fathom microwire down the renegade, the wire would not come out the distal tip and a lot of resistance was noted only from the wire. The wire and renegade were pulled out and it was noted that a hole had developed in the side of the microcatheter towards the distal end. The fathom wire was passed through the renegade at least 3 or 4 times with no issue prior. Only one power injection was performed through the renegade at a rate of 2 ml/s for 6 ml at 600 psi. The procedure was successfully completed with a new microcatheter. No patient complications were reported.